Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high defibrillation impedance on the right ventricular lead. No changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.